Event description:
Reference: MFR report no: 1627487-2007-00029.

Manufacturer narrative:
Device 2 of 2. Reference: MFR report no: 1627487-2007-00029. Method - additionally, device history record and sterilization record were reviewed. Results - all records were reviewed and were found to meet specifications. Conclusions - the lamitrode lead was returned incomplete and therefore could not be functionally tested. No visual anomalies were found. Ans inc. Corp has limited info related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans inc. Corp defers to the patient's physician regarding medical history.